Manufacturer narrative:
No products were returned for evaluation. A review of the manufacturing records showed all requirements were met. The customer reported no system errors or anything out of the ordinary occurred during treatment. Based on the available information, this event is a known possible complication of treatment.

Manufacturer narrative:
Corrected a3, b5 and d3.

Event description:
A physician¿s office reported that a patient experienced delayed healing after undergoing a laser treatment on the neck. The patient was treated with hydrocortisone gel post treatment. Symptoms were noticed (B)(4) days post procedure. No system errors occurred during treatment and a burn paper test was not performed prior to using the tip. The doctor is unsure if this is the first time the treatment tip was used. Available images have been requested however, not yet received. The patient has healed. The patient has been using dermal repair & cicalfate restorative skin cream prior to and after treatment. The physician states that there will not be permanent damage or scaring to the area.

Manufacturer narrative:
A review of the device history records is in progress. Based on all available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A physician¿s office reported that a patient experienced delayed healing after undergoing a laser treatment on the neck. The patient was treated with hydrocortisone gel post treatment. Symptoms were noticed 13 days post procedure. No system errors occurred during treatment and a burn paper test was not performed prior to using the tip. The doctor is unsure if this is the first time the treatment tip was used. Available images have been reviewed and the patient has now healed. The patient has been using dermal repair & cicalfate restorative skin cream prior to and after treatment. The physician states that there will not be permanent damage or scaring to the area.